Event description:
According to the reporter: prior to sterilization, at the operation check, the status indicators were illuminated blue and the cartridge indicator was illuminated without loading the cartridge. The device was then used for a laparoscopic colectomy procedure. After the first firing for the colon resection was completed, tried to remove the cartridge from the adapter but could not. Checked two lights of the firing progress indicators marked "30" were illuminated and the one marked "45" was flashed. Pushed the blue button and silver button at the same time, could remove the cartridge from the adapter. The procedure was completed with the powered handle and adapter. There was no patient harm. The status of the patient is no problem.